Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The right ventricular lead exhibited loss of capture. Upon fluoroscopy, the lead was noted to have dislodged and pulled back to the tricuspid valve. It was further noted that patient suffered from twiddler's syndrome. The lead was capped and replaced. The patient was stable before, during, and after the procedure.